Event description:
Five of my new shipment of omni-pod insulin pumps have not worked properly leading to serious blood sugar highs, or out of range blood glucose counts. Pods failed to attach correctly.